Manufacturer narrative:
Patient was revised to address possible infection. Doi: (B)(6) 2014 dor: (B)(6) 2014 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address what was thought to be an infected metal on metal s-rom total hip. Upon revision the patient was found to have metallosis and osteolysis of the proximal femur. After surgery the doctor reported it looks at though the patient is not infected but attributes it to metallosis. Update rec¿d 0(B)(6) 2014 - patient's medical records were received. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2014 - clinical reported was received. Patient experienced an additional revision surgery which will be reported on a new complaint. The information received does not change the MDR decision. Complaint was updated on: 8(B)(6) 2014. Update rec'd (B)(6) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt chromium metal ions released into blood, tissue and bone, pain, discomfort, and inflammation. An unknown stem is now being added to address allegations of toxic metal ions.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report of 1818910-2015-25774. This report, 1818910-2015-18856, is being rejected to avoid duplication. Report 1818910-2015-25774 will be kept for investigational purposes.

Manufacturer narrative:
Additional narrative: this product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.